Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences persistent pain at the ipg pocket site, which is located at the belt line. The site is not red or warm to the touch. Surgical intervention may be taken to address the issue.